Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event, nor could a causal relationship between the s&n device. The impact to the patient was the re-rupture and the physiotherapy. Further impact to the patient is not anticipated since the patient¿s outcome was reported as resolved. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that after a shoulder arthroscopy with tendon anchors, the patient had a re-rupture of the dorsal supra and cranial infraspinatus tendon, ventral supraspinatus tendon with loosened tendon texture on (B)(6) 2023, but well in continuity. It was treated with physio therapy. Patent outcome is recovered/resolved.